Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure code that did not occur during pt use or during biomed testing. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event. Additional contact info was requested but no additional contact was identified.